Event description:
It was reported that the nurse stated that they paused therapy in an arctic sun device to go to CT. They emptied the pads prior to disconnecting them. They were now trying to resume therapy but when they press start, it alarms the reservoir was empty. They attempted to fill the device, but it was not taking up the water. Confirmed nurse had pads connected, had nurse disconnect the pads. The water reservoir level (wrl) did not show any bars. Confirmed fluid delivery line (fdl) was connected on back of machine and fill tube was in correct location. Had nurse attempt to fill reservoir, device still not taking up water. Had nurse disconnect fluid delivery line (fdl) and feel ports, nurse only feels suction on the left side. Had nurse reconnect fluid delivery line (fdl). Attempted to place in manual control but unable to. When nurse reboots device, it alarms reservoir empty. Informed nurse to send this device to biomed, it appears to be a bad circulation pump. Per follow up information received via task on 30apr2025, additional information received, biomed stated that the user was having issues with filling the device and would like to send it in for investigation and get a loaner. Spoke with nurse who confirmed patient was moved to a second device and the other device had been removed from service.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they paused therapy in an arctic sun device to go to CT. They emptied the pads prior to disconnecting them. They were now trying to resume therapy but when they presses start, it alarms the reservoir was empty. They attempted to fill the device, but it was not taking up the water. Confirmed nurse had pads connected, had nurse disconnect the pads. The water reservoir level (wrl) did not show any bars. Confirmed fluid delivery line (fdl) was connected on back of machine and fill tube was in correct location. Had nurse attempt to fill reservoir, device still not taking up water. Had nurse disconnect fluid delivery line (fdl) and feel ports, nurse only feels suction on the left side. Had nurse reconnect fluid delivery line (fdl). Attempted to place in manual control but unable to. When nurse reboots device, it alarms reservoir empty. Informed nurse to send this device to biomed, it appears to be a bad circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they paused therapy in an arctic sun device to go to CT. They emptied the pads prior to disconnecting them. They were now trying to resume therapy but when they press start, it alarms the reservoir was empty. They attempted to fill the device, but it was not taking up the water. Confirmed nurse had pads connected, had nurse disconnect the pads. The water reservoir level (wrl) did not show any bars. Confirmed fluid delivery line (fdl) was connected on back of machine and fill tube was in correct location. Had nurse attempt to fill reservoir, device still not taking up water. Had nurse disconnect fluid delivery line (fdl) and feel ports, nurse only feels suction on the left side. Had nurse reconnect fluid delivery line (fdl). Attempted to place in manual control but unable to. When nurse reboots device, it alarms reservoir empty. Informed nurse to send this device to biomed, it appears to be a bad circulation pump.